Event description:
It was reported by service report that the footboard lid was broken and missing, and there were sharp edges on the metal hinges. It was further reported the power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug was missing the ground prong. Footboard lid was broken and missing with exposed sharp edges on the lid hinges.